Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I results for one sample. The following data was provided: sid (B)(6) initial result = 301.4 pg/ml, repeat on another alinity = 2.8 pg/ml the discrepant result was reported out of the laboratory and the patient was redrawn (results generated on 3rd alinity): sid (B)(6) initial result = 0.0 pg/ml. Sid (B)(6) initial result = 0.0 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A search for similar complaint did not identify an increase in complaint activity for lot 57100ud00. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review did not identify any non-conformances or deviations associated with lot number 57100ud00 and the complaint issue. Customer field data was used to assess the performance of the alinity stat high sensitive troponin-I assay using worldwide data. The median population result for complaint lot 57100ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I for lot number 57100ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I results for one sample. The following data was provided: sid (B)(6) initial result = 301.4 pg/ml, repeat on another alinity = 2.8 pg/ml the discrepant result was reported out of the laboratory and the patient was redrawn (results generated on 3rd alinity): sid (B)(6) initial result = 0.0 pg/ml sid (B)(6) initial result = 0.0 pg/ml no impact to patient management was reported.